Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effects. Activation time should be as short as possible. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed canada reported on behalf of the customer that the 139105ext, ultrcln 1 in. Nedl w/extnd insulation was being used during a tonsils and adenoids procedure on (B)(6) 2023 when it was reported ¿once started using the cautery, tip lit on fire, and fire had to be extinguished. Second tip opened and no issue (unsure if it was cautery or the tip)." Further assessment questioning found that the device did not make patient contact at the time of this incident and ¿we switched to a new cautery set up and completed the case¿. It was confirmed that the patient was not diagnosed with a burn. The procedure was completed with a 5-minute delay and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed canada reported on behalf of the customer that the 139105ext, ultrcln 1 in. Nedl w/extnd insulation was being used during a tonsils and adenoids procedure on 14mar23 when it was reported ¿once started using the cautery, tip lit on fire, and fire had to be extinguished. Second tip opened and no issue (unsure if it was cautery or the tip)." Further assessment questioning found that the device did not make patient contact at the time of this incident and ¿we switched to a new cautery set up and completed the case¿. It was confirmed that the patient was not diagnosed with a burn. The procedure was completed with a 5-minute delay and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.